Manufacturer narrative:
Exact date of implant is unknown. Information references the main component of the system. Other relevant device is: (B)(4).

Manufacturer narrative:
Other relevant device is: etlw1616c124e.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm approximately five years ago. It was reported that the patient presented emergently with back pain. A CT revealed a type iii separation endoleak and an aortic rupture. The patient was transported to another facility where an angiogram confirmed the type iii separation endoleak between the ipsilateral limb of the endurant bifurcate and the endurant stent graft limb extension. The physician elected to implant another endurant stent graft to bridge the gap between the ipsilateral limb and the bifurcate. Additionally, another endurant stent graft was used to extend coverage to the internal and external iliac artery bifurcation. A final angiogram revealed that the event was resolved. Per the physician, the cause of the event was due to aortic remodeling over time that pulled the extension out of the main body. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.